Manufacturer narrative:
Device evaluation summary: the fse evaluated the device while onsite. The fse reported the low battery led was working. Resolution and disposition: the fse reported the customer declined service. No parts were replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported failure of the low battery failure; low battery light failure. The customer reported there was no patient involvement.